Manufacturer narrative:
The product was returned and evaluated (B)(4). The results of the return evaluation are: frame/structure/other/defective/broken rivet.

Event description:
(B)(6) states that the push bar on the foot section of the bed is broken at weld.

Event description:
The product was returned and evaluated (B)(4). The results of the return evaluation are: frame/structure/other/defective/broken rivet.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.